Event description:
It was reported that when pulling the tvt device through the tissue, the plastic collar/sheath and tape separated from the trocar. Another device was used to complete the procedure with no pt consequence.